Manufacturer narrative:
This spontaneous case describes the occurrence of device breakage ('it had broken off three months after its placement') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion intervention required), balance disorder ("loss of balance"), gait disturbance ("difficulty walking"), fatigue ("chronic fatigue"), memory impairment ("memory problems"), insomnia ("insomnia"), disturbance in attention ("loss of attention") and polyarthritis ("polyarthritis"). The patient was treated with surgery (essure removal). Essure was removed in 2019. At the time of the report, the device breakage, balance disorder, gait disturbance, fatigue, memory impairment, insomnia, disturbance in attention and polyarthritis outcome was unknown. The reporter provided no causality assessment for balance disorder, fatigue, gait disturbance and memory impairment with essure. The reporter considered device breakage, disturbance in attention, insomnia and polyarthritis to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 2-jul-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of device breakage ('it had broken off three months after its placement') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion intervention required), balance disorder ("loss of balance"), gait disturbance ("difficulty walking"), fatigue ("chronic fatigue"), memory impairment ("memory problems"), insomnia ("insomnia"), disturbance in attention ("loss of attention") and polyarthritis ("polyarthritis"). The patient was treated with surgery (essure removal). Essure was removed in 2019. At the time of the report, the device breakage, balance disorder, gait disturbance, fatigue, memory impairment, insomnia, disturbance in attention and polyarthritis outcome was unknown. The reporter provided no causality assessment for balance disorder, fatigue, gait disturbance and memory impairment with essure. The reporter considered device breakage, disturbance in attention, insomnia and polyarthritis to be related to essure. Most recent follow-up information incorporated above includes: on 24-jun-2021: essure date implanted and date explanted added. New events: device breakage, insomnia, disturbance in attention, polyarthritis added. Case upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.